Event description:
It was reported that during a laparoscopic colon procedure and the tissue pad detached from the clamp arm. The pad didn't fall into the patient. A second device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade damaged at the tip due to contact to the clamp arm after the tissue pad was melted away. The device was then functionally tested on the gen11 generator. The clamp arm to blade contact could have resulted in an alert screen. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.